Event description:
The devices were implanted in 2004. 4 mos later the facility's charge nurse informed the manufacturer's (MFR) vascular access specialist of the following: the pt had poorly controlled diabetes. The pt has other comorbid conditions that are a concern for poor healing. The incision line of the medial valve pocket continued to remain open after several attempts to close using sutures and steri strips without good results. As result, the valve was explanted in 2004, and a new one placed on the left side. No further details were provided at this time.